Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) fiber port with damage near the center to resolve the low fiber strength error. The fse installed a fiber relief kit on the rear of the psc to help prevent this issue in the future. The fse also replaced a missing and damaged universal surgical manipulator (usm) round axis one cover and an expired dust cover on the rear of the psc. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The fiber optic cable was analyzed, and the failure analysis investigation confirmed the customer reported complaint. Failure analysis noticed the inner parts of the optic fiber cable connector were damaged. Fa was unable to connect an in-house blue fiber cable to this unit.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the system had blue fiber cable errors. The customer borrowed a blue fiber cable from another hospital. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and noted errors 54, and 31243 pointing to the blue fiber cable. The tse asked the customer to power cycle the system and hard boot the surgeon side console (ssc), vision side cart (vsc) and patient side cart (psc) breakers. The tse asked the customer to swap the blue fiber cable connections between the psc and the ssc. The fiber needs cleaning message followed the blue fiber cable. The customer cleaned the blue fiber cables with compressed air and still received the fiber cable cleaning messages and the system did not power on. The procedure was aborted post-anesthesia and post-port placement.